Event description:
Customer reported that during a coronary artery bypass procedure a needle prematurely released from the suture. Surgeon obtained another suture and completed the procedure. There are no reported adverse consequences to the pt related to this event.